Event description:
An attorney provided a report that a consumer, who is a minor child, purchased a pair of hazel fresh look colors contact lenses, a bottle of contact lens solution, and a contact lens carrying case from an unauthorized source (a clothing store) on (B)(6) 2010. The store is reported to have provided instructions on how to use the contacts and the other products to the consumer. On (B)(6) 2010, the consumer began to experience severe pain and blurred vision in his right eye. By (B)(6) 2010, the consumer was totally blind in his right eye and will need a cornea transplant to restore his vision, but his doctors have advised that even the transplant will not restore his vision to one hundred percent. No further info has been provided.

Manufacturer narrative:
This case is considered as a permanent decrease in visual acuity due to scarring or distortion. As there was no lot info or product sample provided, no detailed investigation can be performed. (B)(4).